Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. The operator did not attempt to recover from the alarm. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator did not attempt alarm recovery per user's guide instructions. The exact cause of the alarm cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. No similar problems reported subsequent to this event. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.